Event description:
Philips received a complaint from philips biomed engineer (bme) reporting the v60 ventilator touchscreen was not working. There was no report of harm. The device was not in clinical use. A philips biomed engineer (bme) evaluated the device and reported the touchscreen was only partially responsive to touch. The issue was identified during a pre-use check. The bme replaced the touchscreen to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.